Manufacturer narrative:
Additional information: a1, b5, d5, d9, d10, h3, h6(update codes), h11. B5: upon additional information it was reported the issue occurred while attempting to connect the tubing to the patient's peripheral venous access device. Furthermore, the tubing came off spontaneously at the proximal port. There was no report of patient injury or medical intervention associated with this event. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the returned sample and provided photograph, which showed that the tubing was separated from y-site clearlink in the upstream part. It was observed that there is a lack of solvent during the examination of tubing and the solvent does not apply uniformly in tubing. The reported condition was verified. The cause of the issue was lack of solvent on the tubing generating an improper manual assembly related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set separated from the clearlink port at the y-site. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.